Event description:
Information was received indicating that when using the smiths medical cadd legacy 1 pump, medication (flolan) is left in a smiths medical cadd medication flowstop cassette 100ml at the end of therapy. The patient received three cassettes with the new "anti-drip system". For three days, more than 20ml remained in the cassettes after a change. After three days, the patient became very wobbly and slept almost all day. There were no reported adverse events.